Event description:
Two separate ta60 green load staplers from autosuture/covidien malfunctioned. They closed but did not deploy the staples. The rep looked at them and acknowledged that both were broken and could not be fired properly. Do not have, box not saved.